Manufacturer narrative:
Do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred. Customer successfully loaded another cartridge and insulin delivery was resumed. Customer's blood glucose was 313 mg/dl. Reportedly, customer may have been reusing the cartridge.